Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and premature battery depletion on the pacemaker. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.